Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, once the clip was in the stomach, the clip was difficult to advance out of the over sheath. The clip was not able to grasp onto tissue and was difficult to release from the catheter. The clip deployed into the patient and remained in an open position. The clip was retrieved with a roth net device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: only the clip assembly was returned for evaluation. A visual examination of the returned resolution clip component noted that the clip prongs were bent and not locked into the capsule. The clip prongs were in an open position within the specification limit. A functional test could not be performed due to the clip assembly being detached from the delivery system. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, once the clip was in the stomach, the clip was difficult to advance out of the over sheath. The clip was not able to grasp onto tissue and was difficult to release from the catheter. The clip deployed into the patient and remained in an open position. The clip was retrieved with a roth net device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.